Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that a medium-large clip applier instrument had poor joint mobility. No known impact or patient consequence was reported.